Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
A review of the maude database identified the following event. "Neonate required intubation with a 2. 5mm portex tracheal tube. Nurse attempted to suction using a kimberly-clark ballard tracheal care suction system # 196. She was unable to get the catheter to advance through the endotracheal tube. Could not determine reason for malfunction and reintubation was required." No additional information was provided in regards to the patient's status.